Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer states segments are missing from the results field of the display. This could lead to a misinterpretation of results. On 02-oct-2020, the customer obtained a result of 2.3 inr or 2.2 inr. Customer stated the missing segment impacted their interpretation of the result. The customer reported the result of 2.3 inr. No dose changes were made based on the reported result.